Event description:
The customer reported that the ventilator would not boot up. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The motor controller (mc) printed circuit board (pcb) was received for failure investigation. A visual inspection was performed . No damage or contamination was found. The mc controller was attached to test ventilator. The test ventilator did not power up. The reported condition was verified. The product does not meet specifications. The root cause was the shorted component u11 and u14 which prevented the ventilator to power on.

Manufacturer narrative:
Updated.